Event description:
Received report that a blood transfusion was in process and it was noted that blood was oozing from the pump chamber with a loss of approx 30mls of packed cells. A defect in the tubing caused the leak. No pt harm reported and no medical intervention required. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). The set has been received but the eval has not yet begun. A follow up report will be submitted once the failure investigation has been completed.